Event description:
It was reported that the patient presented to the hospital for lead revision. The right atrial (ra) lead exhibited noise oversensing, resulting in loss of capture. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.